Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the patient had his pump replaced in (B)(6) and it was working beautifully before that. The patient reported that somehow a needle pierced his skin at refill and he was injected with meningitis into the pump and ¿dropped back up 50%¿. It was reported the patient ended up going to another hospital with a neurosurgery doctor and they had him in for a couple days and then they took out the pump. They put in a new pump once the meningitis went away in (B)(6) 2023.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider), regarding a patient who was receiving unknown drug via, an implantable pump for unknown indications for use. It was reported, that an infection occurred. It was further reported, the previous pump was removed ¿last year due to infection¿. And the noted previous surgery date was (B)(6) 2022. No details further details were provided. The system was discarded.  Medtronic was not made aware of the procedure. The patient had full implant procedure on the date of this report. The issue was resolved at the time of this report. And the patient's status was "alive- with injury" (infection, meningitis, hospital admission, removal surgery and separate replacement surgery). The patient's medical history was asked, but unknown. It was noted, the patient has since had a 30lb weight loss. New current weight at time of implant was 213lbs.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(4), implanted: b)(4) 2011, explanted: (B)(6)2022, product type: catheter p, roduct ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-feb-2013, UDI#: (B)(4), product ID: 8578, serial/lot #: (B)(4), ubd: 22-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.